Event description:
Hamilton medical ag received the following complaint description (summary): update/ follow up on 04.03.2025: (1) complaint description that was received: the failure occured during ventilation and the device went into ambient failure state. The ventilator shows various technical errors. The blower is still working with less rotations, noisy and smelling like burning electricity. (2) health impact no health impact or consequences. Initially, it was reported as a potential harm case. The local partner did check this information with the hospital and there was no patient harm or any consequences. An alternative device was used.

Manufacturer narrative:
The investigation has been initiated and the local partner has been contacted for more information, especially about the blower part. The logfiles were analyzed and show the following: on (B)(6) 2025, at 22:39:20, the device's operating mode was changed from "standby" to "hiflowo2." On (B)(6) 2025, at 07:04:06, the device switched to ambient mode. Finally, at 07:04:46, the ventilation software was powered off (means: the ventilator was switched off). The blower was replaced and the device is back in use. The blower will be investigated to identify the cause of the event. The investigation is still ongoing. Updated "follow up medwatch" due to new information from the customer. Section h1 and b2/b5 were updated.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (summary): the failure occured during ventilation and the device went into ambient failure state. Patient harm has been reported. The ventilator showes various techincal errors. The blower is still working with less rotations, noisy and smelling like burning electricity.

Manufacturer narrative:
Hamilton ag comes to the following conclusion: the affected blower was sent back to hamilton medical and was investigated. The blower time was 70% as per instrument report. During the investigation of the blower case, black particles were present outside the output of the turbine. Turbine struggles to rotate and makes strange sounds cables of the turbine are in perfect condition, with no damages. No evidence of burns are present both on the turbine and on the blower case. The root cause is grease volatilization due to an over-use of the grease in the ball bearing in the turbine¿s ball bearing, which reduces lubrication and leads to wear. The defective blower was replaced. In terms of this update b5 were corrected.

Event description:
Hamilton medical ag received the following complaint description (summary): update/ follow up on 14.08.2025: (1) complaint description that was received: the failure occured during ventilation and the device went into ambient failure state. The ventilator shows various technical errors. The blower is still working with less rotations, noisy and smelling like burning electricity. (2) health impact. No health impact or consequences. Initially, it was reported as a potential harm case. The local partner did check this information with the hospital and there was no patient harm or any consequences. An alternative device was used. The incident was reported by user to bfarm.